Event description:
It was reported that the event occurred in the angio lab. The (B)(4) was pretested using co2 successfully. The catheter was inserted into the pt's right femoral artery. As the md was advancing the balloon catheter in the vessel, the balloon suddenly deflated. As a result, the catheter was removed and another catheter was used successfully.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.